Event description:
Event description: it was reported by the distributor per customer that the surgeon was performing a thoracoscopic lung decort/vats in main or 1. When removing size 12 trocar, trocar sleeve broke into pieces. Some of the pieces went inside the patient. All pieces were retrieved except for pieces that were too small to see. No physical injury, product failure did result in the need for additional treatment and caused temporary harm. The device was available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).